Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked and the line was very cloudy. The issue was noticed prior to patient use. The device was filled with 3500mg fluorouracil (5-fu). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: b5, d10, h4, h6(update codes), h11. B5: it was further informed that the location of the leak was unspecified. The device contained saline as the diluent and the final volume was 115ml. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed and showed fluid contained inside the device's bladder which suggested leak may have occurred. The tubing line appeared to be cloudy. During storage of the device inside a bag after filling, a cloudy appearance of the tubing may be observed. This is due to water absorption by the tubing and this cloudy condition reverses after a certain time. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.